Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a history of right bundle branch block and a membranous septum length just under 1 mm as measured by computed tomography, the valve was deployed at a depth of 6 mm on the non-coronary cusp (ncc) when a block waveform was observed on echocardiogram. The valve was recaptured, repositioned to a new depth of 3 mm on the ncc, and deployed. However, no self-pulse rate was observed and only a block waveform was seen. The valve was recaptured again and fully deployed at a depth of 4 mm on the ncc. The patient left the room with temporary pacing in place. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012166192); product type: 0195-heart valves; implant date; explant date section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a history of right bundle branch block and a membranous septum length just under 1 mm as measured by computed tomography, the valve was deployed at a depth of 6 mm on the non-coronary cusp (ncc) when a block waveform was observed on echocardiogram. The valve was recaptured, repositioned to a new depth of 3 mm on the ncc, and deployed. However, no self-pulse rate was observed and only a block waveform was seen. The valve was recaptured again and fully deployed at a depth of 4 mm on the ncc. The patient left the room with temporary pacing in place. No additional adverse patient effects were reported. Additional information was received that the conduction disturbance was a complete atrio-ventricular block. Subsequently, a permanent pacemaker was implanted one week later.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.